Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "man out of (B)(6) had acl surgery yesterday and came out of (B)(6) institute of adv surgery. Said the pump was leaking near the connector to the wire. We talked about what the drops looked like and he said frequency was once every few seconds. It popped pretty fast. Told him to call the surgery center to see what they would say and he is now, their number is (B)(6). He said he turned the pump off a few hours ago since it was making too much a mess. He didn't want to get billed for the pump since it's not working. His pain is low and he is regularly taking his vicodin. I told him I would check with (B)(6) to see what options he may have. He is unable to get back to the surgery center. Sounds like a possible catheter dislodge or maybe someone connected the tubing incorrectly. His callback number is (B)(6)."